Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, when deploying the device, the black inner catheter became completely separated from the blue push catheter. The push catheter was also broken into two pieces. Subsequently, the inner catheter was removed with rat-tooth forceps. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.